Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Improper method - patient selection. The instructions for use state under, "special patient populations, the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site." The perclose proglide smc device instructions for use state under, "warnings, do not use the perclose proglide smc system if the puncture is through the posterior wall or if there are multiple punctures may result in a retroperitoneal hematoma." The perclose proglide smc device instructions for use state under, "precautions, use a single wall puncture technique." Device code 1670 - incorrect use of device - against the IFU. The perclose proglide smc device instructions for use state under, "smc device placement, step #1, perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall." Incorrect use of device - against resistance. The perclose proglide smc device instructions for use state under, "precautions, do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair."

Event description:
Device malfunction: resistance during insertion, distal guide detached. Time of device malfunction: during vessel closure. Symptoms/ae: detached piece snared. It was reported that a physician training in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, resistance was felt as the device was inserted into the vessel. Additional force was applied causing the distal guide to detach in the artery. The detached piece of the distal guide was snared and removed from the patient anatomy using the contra-lateral common femoral artery. It was not specified how hemostasis was achieved. There were no other reported adverse patient sequelae. No additional information was provided.